Manufacturer narrative:
At this time, the pacemaker has not been returned for analysis. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker was surgically abandoned and replaced due to noise and oversensing leading to pacing inhibition without reported asystole. This pacemaker was explanted and replaced as part of a therapy upgrade during the same revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the pacemaker has not been returned for analysis. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
This supplemental report is being filed as the evaluation conclusion code has been updated.